Manufacturer narrative:
The following info concerning the eval of the device was documented by a viasys tech support specialist in response to two separate phone conversations with co) rep in biomed called and he rec'd the unit back. He found that the o2 hose was hooked up to the axillary flow on the side of the blender, which would cause the blender to only give 100% o2. This is how he rec'd the unit back from the customer. He hasn't finished checking out the unit yet, he is waiting for air and o2 tanks." "Spi done, unit passed. Could not duplicate any problem with the blender. Back in svc."

Event description:
The following description of the event was documented by a viasys tech support specialist in response to a phone conversation with a user facility rep. "Jackie-rt called and stated that this rental unit has a bad blender. She stated that the blender is delivering 100% even when they try to turn down the fio2 to 40%. It had been on a pt for 2 days. The pt was on nitric oxide and settings of amp 58, map 25, 3hz, it .33 and the pt was on 100% but when they tried to turn down the o2 to 40% two different analyzers read 100%. Will notify rental dept to send a replacement."